Event description:
It was reported that during implant, high impedances were measured on the lead after the lead was placed. The connection with the multilead trailing cable was checked several times, but the impedances remained high. The healthcare professional (hcp) was not sure what was wrong, but thought there was perhaps a problem at lead placement. Resistance was felt when the hcp was advancing the lead. The lead was replaced, and the surgery proceeded without further problems.

Manufacturer narrative:
Analysis of the lead found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).